Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was attempted to be implanted within the esophagus on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient's anatomy was not tortuous and had not been dilated prior to the stent placement. During the procedure, the stent would not deploy. The stent was removed from the patient fully constrained on the delivery catheter and the procedure was completed with another wallflex esophageal partially covered stent. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. This event has been deemed a MDR reportable event based on the investigation results, which indicate that the stent was returned partially deployed.

Manufacturer narrative:
Patient is over 18 years old. (B)(4): stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by 5 mm and had moved distally over the tip by approximately 3 mm. The catheter was kinked at approximately 250 mm proximal to the distal tip. During a functional analysis, it was possible to fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent. A review of the device history record (DHR) was performed; no anomalies were noted. A review of complaint history for lot # 14680724 was performed and concluded there were no other complaints reported for this lot related to this event. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. Based on the condition of the returned device, it is likely that anatomical/procedural factors encountered during the procedure may have hindered the device's performance. Therefore, the most probable root cause is operational context.